Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "distal screw missed nail. Equipment determined to be defective by surgeon".